Event description:
It was reported that customer was having insulin pump replaced. Customer reports of having missing blood glucose recorded in carelink. Customer also reports that the incorrect bolus amount was recorded in carelink. Customer was advised that these were possibly human errors and to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.